Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide: model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to 395 mg/dl. Upon removal of the pod from the infusion site the cannula was found to be bent. As treatment, a bolus was performed and a correction of insulin was administered.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked and the distal tip of the soft cannula was found to be damaged, however, the timing and cause of the damages could not be determined. During the investigation, the kink did not prevent fluid from exiting the damaged distal tip of the soft cannula. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.